Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touchscreen was not working. A field service engineer (fse) inspected and identified that the touch interface was not recognized, reseated all in one with no change observed. Fse then replaced all in one to resolve the issue. Tested the unit in both diagnostics and the application and verified proper operation in both. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es touch screen was not functioning. The user was able to sign in but could not perform any further actions due to the unresponsive screen. However, there were no delays or adverse events or injuries reported based on this event.